Event description:
Customer reported that she was recently diagnosed with gastritis and had lower activity and eating levels. She was not taking any medications other than her insulin pump (levels not provided). She was found unconscious by her boyfriend. He attempted to obtain a blood glucose reading with an aviva meter, but was unable to (reason not provided). He called for an ambulance; the paramedics attempted to raise her blood glucose levels but were unsuccessful. She was transported to the hospital. At the hospital, she was treated with ivs (contents unknown) and pain medication. A blood glucose reading was obtained in the hospital (result unknown). Requested return of suspect device and replacement was sent.

Event description:
It was initially reported by the physician that the pt is having an increase of seizure activity and the magnet is not helping in aborting seizure. Physician felt that the battery is likely near end of service and working intermittently. Diagnostics results showed everything working within normal limits. Pt had his battery replaced. Good faith attempts to obtain additional info has been unsuccessful to date.